Manufacturer narrative:
No reported patient or surgical involvement. Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Service history review: no service history review can be performed as part 391.93 with lot 4453684/sn (B)(4) is a lot/batch controlled item. The manufacture date of this item is august 5, 2002. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. A review of the device history records has been requested and is currently pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a wire cutter (220mm) was found broken by the central sterile processing department during a routine inspection of equipment. There was no reported patient or surgical involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record review was attempted for the subject device lot, a7la30, synthes lot number 4453684. The subject device was manufactured by (B)(4) during week 30, 2002. Due to the age of the subject device lot and record retention requirements in place at the time, the device history records are no longer available for review. The exact date of manufacture is unknown. A service and repair evaluation was performed for the subject device. The subject device cutting component was reported to be broken. The repair technician reported the cutting jaws were broken. ¿cutting jaws broken¿ is the reason for repair. The item is not repairable per the inspection sheet. The complaint condition is confirmed. The root cause of the issue is unknown. The subject device will be forwarded to synthes customer quality for additional investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for wire cutter (part number 391.93, lot number a7la30). The subject device was returned with the complaint condition stating the device was returned broken and the cutting edges of the device are deeply gouged and chipped. The complaint condition was confirmed. The device drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. This complaint condition was likely caused by over fourteen years of consistent use; however, this complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. The device was manufactured in 2002 and is over fourteen years old. The balance of the returned device is in otherwise fairly good condition despite its advanced age. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.